Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint stent was implanted in the left circumflex. Approximately two months post index procedure the patient suffered from cerebral infarction which lead to death on the same day. The investigator assessed the cerebral infarction as not being related to the study device.